Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow stopped responding. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer stated that she wears the pump in her bra and sweats a lot. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.